Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, to legate the cystic duct, the device was able to fire, but it had a poor staple formation because it only partially fired. There was an incomplete staple line at distal part. They used a clip applier to fix the staple line and resolve the issue. There was no patient injury.